Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pauses in pacing on surface electrograms. It also appeared that some of the p-waves were not tracked. It is suspected that the ventricle was oversensing, resulting in pacing inhibition.